Event description:
It was reported that the patient underwent a stenting procedure with an unspecified xience stent approximately 3 weeks ago. Since that time, the patient has been experiencing a rash. The patient's white blood cell count was noted to be elevated. As the patient began to experience the rash after the stenting procedure, the physician suspects an allergic reaction to the stent. There was no reported treatment provided. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of hypersensitivity (allergic reaction) is listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.